Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 442mg/dl. The customer reported a no delivery alarm. The customer did troubleshoot the issue and found the infusion set had a bent cannula. The customer reported changing the infusion set and treating with the insulin pump. The infusion set will be returned for analysis.